Event description:
The customer reported being hospitalized for high blood glucose at the beginning of this year. The blood glucose reading was 288 mg/dl. The customer stated that the insulin pump alarmed and the insulin was squirting out of the device with no numbers ramping up on the screen. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.